Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was dropped and it's not connecting. The event occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device was dropped and it's not connecting. The event occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to smashed connector and scratch pins the device was not connecting. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.